Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis m-81805, 203cm ruler m-83360, 0.011 mandrel drawing(s) referenced: dwgs105-5095-000 rev. Ag as found condition: both apollo catheter were returned for analysis within a shipping box, inside of two opened individual apollo catheter outer cartons (lot numbers ¿ d048424, and d044549), two opened individual apollo catheter inner pouches (lot numbers ¿ d048424, and d044549), and both within individual dispenser coils. No onyx 18 and 34 liquid embolic was returned. Visual inspection/damage location details: no damages or irregularities were found with the apollo micro catheter hub. The catheter body was found to be ruptured at the distal segment at ~12.2cm from the distal tip. The distal shaft was found to be in good condition, with the detachable tip found to be secure and intact within the ldpe overlap. No damage was observed on the detachable tip. No other anomalies were found. Testing/analysis: during testing, the apollo catheter was flushed, and water was seen leaking from the ruptured segment. Next, an in-house mandrel was hydrated and advanced passed the hub, where resistance was encountered within the distal segment of the apollo catheter body. The catheter body was cut open and found to be, and the inner liner was found to be damaged. No further testing was performed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during delivery¿ was able to be confirmed, as resistance was able to be reproduced during testing. The cause for the resistance was determined to be caused from damaged found with the inner liner at the distal segment of the catheter body. Regarding the inner liner damage, a few possible cause for the inner liner damage to occur are but not limited to, advancing the ¿shaped non-medtronic¿ against resistance and/or from the rupture found in the same distal segment as the inner liner damage. No possible cause was able to be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was able to be confirmed, as the catheter body was found to be ruptured in the distal segment. A few possible causes of catheter ¿kink/damage¿ are but not limited to guidewire or delivery system removed aggressively and/or incompatible guidewire or delivery system used; however, the root cause was unable to be determined. Regarding the rupture. A possible cause for the rupture is but not limited to injection against resistance causes over pressurization; however, the root cause was unable to be determined. The catheter was returned damaged with a ruptured in the distal segment; although, no mention of any leaks or ruptures were noted during use or preparation. The non-medtronic guidewire used in the procedure was not returned; therefore, any contribution the shaped non-medtronic device had towards the damage/resistance was unable to be analyzed. Compatibility was unable to be verified, as no detailed about the non-medtronic device were provided. The reported devices and any accessory devices were prepared, and the catheters were flushed as indicated in the instructions for use (IFU); in addition, a continuous saline flush was administered and maintained as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a microwire was not passing in to the apollo catheters, so they were returned as damaged. The same wire passed in other apollo catheters. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). There was no patient involved in the event. Ancillary devices include a onyx 18 and 34 liquid embolic. Additional information was received reporting that the cause of the event could not be determined. A continuous saline flush was administered and maintained as indicated in the IFU. The guidewire was not able to pass the catheter hub. There was no damage found to the catheter hub. The guidewire tip was shaped. There was no kink/damage found on the guidewire. The guidewire was not a medtronic device. Additional information received reported that the guidewire was a "traxcess 12-14" (traxcess 14, od 0.012-0.014"). Review of all information reports that the catheter was replaced with a medtronic apollo product to complete the procedure.